Event description:
The customer reported that following a ptca procedue in 2003, an attempt was made to deploy a vasoseal elite. During the deployment procedure the operator stated that he kept tension on the locator while advancing the dilator and noted that the colored marker was well above the dilator. The operator then attempted to retract the j segment into the locator, but it would not retract. The locator and dilator were removed, but upon removal, it was noted that the j segment was missing. The patient's distal pulses were removed, but upon removal, it was noted that the j segment was missing. The patient's distal pulses were good and no patient complications were reported. The operator had not been trained by datascope in the use of vasoseal elite at the time of the incident.